Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit multiple times for diabetic ketoacidosis. Reportedly, the tandem pump "stopped working"; details and nature of hospitalization were not provided. No additional patient or event information was provided to tandem technical support.